Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 14702627/14914930, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.